Event description:
An aneurx stent graft system was implanted in a pt for the endovascular treatment of an abdominal aortic aneurysm. Vessel morphology is unknown. The patient was a heavy cigarette smoker. It was reported that the pt presented with buttock and leg pain. The CT demonstrated a totally occluded iliac limb. The last CT the pt had, which was three months previously demonstrated that one iliac limb was partly occluded at the bifurcation, however there was no treatment performed at that time. The physician elected to perform an aorto to femoral bypass conversion. No additional clinical sequelae were reported and the pt is fine.

Manufacturer narrative:
Evaluation: results: (occlusion), (heavy tobacco user/smoker). Conclusion: (heavy tobacco user/smoker). Secondary intervention required.